Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the service department of olympus (malaysia) sdn. Bhd. For inspection. The inspection confirmed followings; -the reported event was reproduced. -defects in the power supply unit and printed circuit board was confirmed. These parts had to be replaced. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the device stopping in the boot state due to the defect of printed circuit board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that all indicators on the front panel of the device lit during preparation for use. The user switched to another system and completed the procedure. There was no report of patient injury associated with this event.